Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Evaluation summary: review of the primary surgical report provided did not reveal any deviations from the surgical technique. The surgical report from the revision surgery states that the femoral component was well fixed but was in varus malalignment and appropriate rotation, and the tibial component was loose. The reported loosened tibial component may be related to the varus malalignment of the femoral component; however, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.